Event description:
On 5/7/92 a triple lumen central venousline was inserted. On 5/12/92 a guidewire was noted to be free-floating in the svc/ivc and was retreived. Although the actual catheter was not retained, there is a copy of the x-ray showing the guidewire. An exhaustive investigation was undertaken to assure the source of this guidewiredevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was destroyed/disposed of.